Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire and one dilator. The guide wire had two kinks at 44.4 and 46.6 cm from the distal tip. Microscopic examination revealed that the coil wire was stretched at each kink and the core wire was broken adjacent to the distal weld. Plastic deformation and necking was observed in the area of the break. No pieces of wire appeared to be missing. The tip of the dilator was also damaged. Microscopic examination of the tip revealed an uneven whitened edge with several divots indicative of insertion against the guide wire. The guide wire was inserted through the dilator and passed without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and cautions not to withdraw against the needle bevel or use excessive force. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in the ICU, the guide wire was inserted without issue into the patient's right subclavian. The doctor then attempted to pass the dilator over the wire, but met with resistance resulting in the kinking of the guide wire. Even though the guide wire was kinked, it was left in place and a new dilator was used at a second attempt but again insertion failed. As a result, a new kit was opened and used to successfully complete the procedure.